Event description:
The following has been reported: biomed reported : tubing error patient harm : no. Stopped active infusion : yes. Drug administered : unknown. Occurred : during infusion. (B)(6) 2025- biomed reported that the device was cleaned and tested prior to reporting. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for sticky pins. The pins were observed to be dragging during investigation and a cleaning was able to free them and resolve the drag. An internal investigation was performed and the latch that holds the fva motor flex cable was broken partially off. The fva pin lip seals were replaced during investigation.